Event description:
It was reported patient underwent a revision procedure approximately seven months post implantation due to instability. The surgeon wanted to upsizie the art surface from 10 mm to 13 mm. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.